Event description:
It was reported the customer called philips to request a parts ID for a capacitor as the device was experiencing a shock equipment malfunction. The device was not in use on a patient.